Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿vascular complications in total hip replacement¿ by j. Fruhwirth, et al, published by trauma surgeon (1997), vol 100, pp. 119-123, was reviewed. This article reviews 7 vascular complications during tha. Of the 7 patients, 2 were implanted with depuy duraloc acetabular components and an unknown femoral stem. These patients are labeled (B)(6) female and (B)(6) male. This parent (B)(4) contains the product and adverse event information for the 60/yo female. The information associated with the 64 yo male is provided in the attached guidance document and linked to this pc. Captured in this complaint: duraloc cup and locking ring, acetabular screw, liner, head, and unknown femoral stem coded for vascular injury. (B)(4) female patient revised with duraloc cup with locking ring, liner, acetabular screw, head, and stem. The manufacturer of the primary implant components is unknown. The patient experiences an intraoperative hemoperitoneum of the external iliac artery and vein caused by the acetabular screw. There was minor bleeding into the pelvic cavity, no transfusion was required. Treatment was suturing of the artery. The manufacturer of the suture was unknown. The components were left in situ and the patient had no further complications.